Event description:
According to the information received, the customer has reported image goes dark when in use. On inspection the cover glass at the distal window was found to be missing. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Correction: d4. The event is filed under internal karl storz complaint ID: (B)(4).